Event description:
It was reported that the pump's alarm sound was not annunciating. Additionally, it was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.